Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer: 3005334138-2017-00056, 3008452825-2017-00128. During an atrial tachycardia ablation procedure a pericardial effusion occurred. The diagnostic catheter was placed in the coronary sinus and when performing the transseptal puncture some difficulty was experienced. The patient complained of not feeling well and became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.